Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the objective lens fluid damage, the light guide cable coating damage, the distal body broken, the remote control buttons perforated, the segment compressed (short in length), the lg connector corroded, the lcb (light carrying bundle) crushed, the segment steel braid deformed, the operation channel (primary) leak, the insertion flexible tube cut, the lcb distal cover glass scratched, the suction channel dirty, the down pulley wire worn out, and the root brace rubber (lg control body) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.